Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were high, out-of-range pacing impedance measurements on this left ventricular (lv) lead. Loss of capture was noted, but it was reported that there was no asystole. An x-ray was unremarkable. No adverse patient effects were reported. The lead was surgically abandoned.